Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that on the morning of (B)(6) 2014 she woke feeling ¿out of it¿. When she tested her blood glucose prior to her breakfast, per her usual regimen, she obtained a blood glucose result of ¿269 mg/dl.¿ the patient stated the result was much higher than she typically obtains at that time of the day and immediately retested and obtained a result of ¿111 mg/dl.¿ based on statistical methodology, the calculated difference of these blood glucose exceeds lfs precision criteria. The patient mentioned that did not know what to do in response to the elevated results, and only recalls being told by her spouse to eat something. The patient stated that her symptoms quickly escalated to ¿confusion and being incoherent¿ and at that point her spouse and her son took her to the emergency room. The patient was told that she ¿lost consciousness¿ and was told that her blood glucose measured ¿47 mg/dl¿ when she arrived to the e.r. The patient was reportedly treated with IV glucose and eventually regained consciousness about 5pm that evening. The patient reported she was discharged from the ER at 7pm that evening when her blood glucose measured ¿169 mg/dl.¿ the patient tests her blood glucose 4x/day and manages her diabetes with insulin (lantus and humulin, oral medication (glyburide) and diet. The patient denied taking any of her diabetes medications on the morning of (B)(6) 2014, even after obtaining the alleged inaccurate high results. Prior to obtaining readings on the morning of (B)(6) 2014, the patient confirmed she had last tested her blood glucose on (B)(6) 2014 at 9pm and obtained a result of ¿181 mg/dl¿, which was a little lower than her typical results at that timeof the day. At the time of the troubleshooting, the patient confirmed the test strips she was using appeared in good condition, were not expired or past their discard date. The cca noted that patient did not have control solution available to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after obtaining alleged inaccurate results with the subject meter.